Event description:
A pt xx yy acquired on the camera with identification number nn is well transferred on vision. If some weeks after an other pt with same name (xx yy) comes but another identification number mm, it will be transferred on pt's data of the first one and not a new one.